Event description:
It was reported by service report that the right locking spindle would not lock into place. The customer could not determine if there was patient involvement or if there were adverse consequences to report.